Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 code: health effect - clinical code - 2395 - ventilator dependent

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on approximately (B)(6) 2025, the patient was hospitalized with diabetic ketoacidosis, following resuscitation and ventilation. The day of the event the patient was at a party and at an unknown moment the cgm reading would have been high. The patient would have been ignoring alerts from the cgm device. The patient was using an insulin pump in closed loop mode during the event. According to the mother however (as mentioned by the hospital), at an unknown point during the event the cgm reading around the event was 280 mg/dl. It was unknown how, but the patient was brought to the hospital. When a fingerstick was taken at the hospital, the blood glucose reading was 1200 mg/dl. No specific treatment was reported. At the time of the email, it was stated that the patient was still hospitalized, but the current condition of the patient was unknown. There was no documentation of further medical evaluation or intervention. At the time of a follow up with the clinic, it was confirmed that the patient had recovered. No additional information was provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
D9 device available for evaluation: correction.h2: correction.